Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm diameter abdominal aortic aneurysm approximately four weeks ago. The proximal neck was 30-34 mm in diameter. It was reported that prior to stent graft implantation a 6x22 I-cast stent was placed in the right renal artery for a chimney approach. After deployment of the bifurcated stent graft there was a proximal type I endoleak coming from the right proximal side of the stent graft. This was attributed to the stent graft not being deployed high enough and the sheath that was in the right renal artery interfered with the stent graft deployment. A 36x36x49 endurant cuff was placed to address the endoleak and it was placed such that it intentionally partially covered the left renal. On the final angiogram a late unknown blush endoleak may have been seen; however, it could not be identified. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, inaccurate stent graft delivery); caused by another device (sheath). Evaluation, conclusion: another device caused failure (sheath).